Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 557 mg/dl. Customer stated that she changed her infusion set and reservoir, but the blood glucose did not come down. Customer also stated that her insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.